Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during the median abdominal incision of abdominal wall hernia repair procedure, the proximal plastic part broke down after the device deployed the fourth staple. The broken part did not fall into the patient or do any injury to the patient. Another like product was used to complete the procedure. There was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: result - failure to follow instructions. Batch # k5ek3p. The analysis results showed that the ems device was received with the rotating head broken. No functional test could be performed. It is possible when excess pressure is applied to the tube causing the rotating head to break. No functional test could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.